Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The allegation is against 1 of 2 octrode lead kit, 60cm length; however, it is unknown which octrode lead kit, 60cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000101413.

Event description:
It was reported that the patient experienced lead migration of one lead. Surgical intervention was undertaken wherein the lead was explanted. It is unknown which lead was at fault.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.